Event description:
During a procedure for multiple tooth extractions the handpiece became hot. Soft tissue on patient's cheek was burned. Dentist suspects a second degree burn. No information about the healing process. No permanent injuries and no subsequent injuries.

Manufacturer narrative:
During the test run prior to the repair the heat up was reproducible. The power consumption during operation has also increased significantly. When we disassembled it, we immediately noticed that the handpiece was completely oil-free. There were no lubrication residues to be found in the bearings or any other components. Based on our initial assessment, the handpiece was operated completely without lubrication, which explains the problem. Continuous use without any lubrication at all causes components such as bearings or clamping systems to wear out. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare and maintain the handpiece for each treatment and how to use it: checking the amount of water: caution: overheating of the tooth due to insufficient amount of cooling water. Insufficient spray water can cause the medical device to overheat and damage the pulp and tooth. Adjust the water amount for the spray cooling to a minimum of 50 ml/min. Check the spray water channels and clean the spray tube with the nozzle needle (mat. No. 0.410.0931) according to need. Checking for malfunctions: caution: overheating of the device. Burns or product damage from overheating. If the medical device overheats when exposed to load, the medical device needs to be serviced. Servicing with kavo spray: assemble the medical device before servicing. Kavo recommends servicing the product as part of the reprocessing after each use, i.e. After each cleaning, disinfection, and before each sterilisation. Remove the dental tool from the medical device. Cover the medical device with the kavo cleanpac bag, and place it on the corresponding care adapter. Press the spray key for 1 to 2 seconds. Servicing with kavo quattrocare plus: kavo recommends servicing the product as part of the reprocessing after each use, i.e. After each cleaning, disinfection, and before each sterilisation. Remove the dental tool from the medical device. Service the device in the quattrocare plus.